Event description:
During prep prior to use, the physician found a crack in the hub of the sds. Another unk brand of sds was used for the procedure. The complaint product was never used in the pt.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt. This product, is distributed outside the united states, but is similar to us distributed stent delivery systems.